Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that after an intraocular lens was implanted, the patient experienced blurry vision. The lens was exchanged for a different lens seven months after initial implantation. A refractive surprise was the clinical reason given for the explant. Additional information has been requested.